Event description:
Report received of patient going into full blow withdrawal and going to the hospital. Follow up with hcp revealed patient presented at the time of refill feeling sweaty, weak, shaky and pale. Patient had not had this problem before at time of refill and pump volumes had been consistent at refill. Patient had recently had catheter revison and pump runs at a high rate so hcp felt pump was likely cause of symptoms. No device trouble shooting was reported. Patient was admitted to hopsital and pump replaced. Patient had recovered and is doing well with new pump. Subsequent to this event another patient, and office staff presented with similar symptoms so it is thought that the patient may have had a viral infection.